Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem "high downstream occlusion false" was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified however, the force sensor will be calibrated as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had "high downstream occlusion false" during testing in the biomedical service department. There was no patient involvement. No additional information is available.